Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Current blood glucose level was 135 mg/dl. The customer treated low blood glucose value with glucose tablet and food. Based on customer¿s report customer did allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The devices will be returned for analysis.